Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unknown date in the same month as the event onset, the patient was treated with oral cipro 500 mg daily for seven days for peritonitis. On an unknown date at the end of that same month, the patient started treatment with intraperitoneal vancomycin 1g every other day and oral levaquin every other day for seven doses (dose not reported) for peritonitis. Dianeal therapy remained ongoing. On an unknown date the following month, the vancomycin was discontinued. At the time of this report, the patient is recovering. On an unknown date, the patient was retrained on proper aseptic technique; though it was reported the patient had correct aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.